Manufacturer narrative:
Findings: the unit was received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify critical pump error due to blank-flashing white lcd. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button keypad overlay, damaged keypad overlay texture, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated they have seen a red x on display, pump was not dropped/bumped. It was reported that there were no other alarm follow by the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.